Event description:
It was reported that a patient sustained a 2nd degree burn as the result of a lightsheer treatment. User facility further reported that bacitribcin was used to treat to burn.

Manufacturer narrative:
Subject device was returned to manufacturing facility for evaluation. Device was tested to finished goods standards and functional test parameters. No device malfunction was observed, device tested at finished good level for all specs. User facility reported that a test patch was not performed as advised in product labeling for the purpose of assessing skin reaction prior to general treatment.